Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm. The customer¿s blood glucose level was 137 mg/dl. Troubleshooting was performed. The customer was advised to manually push plunger and verify if insulin had exited the tubing. The customer stated that the insulin did not exit. They were advised to assemble a new infusion set with the current reservoir. The customer stated that insulin did not exit. They were advised to try a new reservoir with the current set. The customer stated that the insulin pump did not alarm insulin flow blocked. They were advised that changing the reservoir resolved the issue. The product will be returned for analysis.

Manufacturer narrative:
Findings: evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled, and connected to a new infusion set. Installed reservoir and connector into a insulin pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.